Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (Age at time of event): patient age was reported as mid aged/not elderly. (Weight): patient weight was reported as average. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was deployed uneventfully, however hemostasis was not achieved. Manual compression was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.